Event description:
Heating pad was returned to retailer and the only info provided was "when you put in on low it gets real hot that you can't lay on it". No injuries were reported with this incident.

Manufacturer narrative:
Consumer indicates that the pad is laid on which is abuse of the product and a violation of the warnings and instructions provided. The product has also been modified in that the controller was opened by the consumer.